Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4)was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - correction h2 type of follow up - correction

Manufacturer narrative:
(B)(4)

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the arm on(B)(6)2024. Date of event is an approximation. (Sae info) no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.